Manufacturer narrative:
Voluntary medwatch report received: mw5165954.

Event description:
Voluntary medwatch received states the lead was capped due to an unknown issue. There was no patient consequences reported.